Event description:
During an elbow surgery (B)(4), the screwdriver blade broke into the screw. The tip remained on the screw and couldn't be extracted from the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.